Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the information center was providing visual alarms however no audio alarms were being produced. No adverse event was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the information center was providing visual alarms however no audio alarms were being produced. The device was in use monitoring patients. No adverse event was reported.